Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was considered to be user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unknown persona tibial bearing, lot # unknown; catalog #: unknown, unknown persona tibial tray, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial knee procedure. Subsequently, patient underwent a revision procedure approximately 3 weeks post-implantation due to patellar dislocation and pain. During the procedure, it was noted that a left femoral component had previously been incorrectly implanted in place of a right femoral component due to a possible labeling error.